Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and leaking or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached greater than 22 mmol/l (396 mg/dl). The cannula appeared out before placement and that they manually tried to insert it. This indicates a needle mechanism failure as the cannula deployed early. The pod was worn on their leg between 5 and 24 hours and it was leaking. As treatment, a new pod was applied.